Manufacturer narrative:
UDI # unknown. (B)(4). The actual complaint product sample has not been returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the caregiver took the patient to the emergency room because the tube placed (B)(6) 2016 broke apart on (B)(6) 2016. During the emergency room examination the proximal portion of the tube had been re-inserted into the gastric portion of the abdomen. Upon remover the balloon burst and the proximal portion of the tube, 4cm distal to the balloon was retrieved. The endoscopic view showed the distal jejunal portion of the tube was located in the duodenum and was retrieved without incident. It appeared the tube was cut. Attempts to reinsert another similar tube via endoscopy were unsuccessful due to the difficulty passing through the pylorus; therefore, the patient will have the tube reinserted in interventional radiology. The patient, is stable and did not suffer any adverse effects related to this incident. Additional information was received on 25-jul-2016 from the physician stating, the patient was brought to the emergency room (B)(6) 2016 with a complaint that the transgastric-jejunal feeding tube had come out. When the patient came to the emergency room this portion of the tube was in the duodenum with a snare. The physician was able to successfully replace the tube with another tube as each attempt failed due to the jejunal tube not remaining in the small bowel once it was passed through the pylorus. The patient is awaiting replacement in the interventional radiology under fluoroscopy over a wire. No additional information available.

Manufacturer narrative:
The actual sample was returned for evaluation. One used sample was returned with no packaging. The tubing is severed at two inches below the base of the molded head. The length of the tubing received measures 11.5 inches. The severed ends were viewed under magnification, and the edges appear smooth, as if cut. The product performed as intended. Root cause could not be determined. The device history record for the lot number, aa5278n23, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).